Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed to close. A field service engineer (fse) found the mounting latch fell off and tightened it back which resolved the issue. Fse checked slide bumpers and found main drawers 2.1, 2.2, 3.2 and auxiliary (aux) drawer 2.2 had missing or damaged slide bumpers and replaced them. The customer tested the drawer, and it worked with no issues. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.